Manufacturer narrative:
Interrogation of the device revealed the pump had been programmed to deliver 100.0 mcg/ml of fentanyl at 36.95 mcg/day in flex infusion mode. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
The device was returned to the manufacturer for analysis on (B)(6) 2017, with no further information.

Manufacturer narrative:
Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient who was receiving fentanyl at an unknown dose and concentration via an implantable infusion pump for an unknown indication for use. It was reported that on three different occasions there was a large volume discrepancy at a refill. The latest refill was on (B)(6) 2017 and the actual volume was 37ml when the hcp was only expecting 3-4ml. It was unknown if any environmental/external/patient factors led to the event. No diagnostics or troubleshooting had been performed as of (B)(6) 2017. No interventions were taken. The issues were not resolved at the time of the report. The patient's status at the time of the report was, "alive-no injury."

Manufacturer narrative:
Analysis of the pump found no anomalies. (B)(4) no longer apply. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2018, product type: catheter. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer and a healthcare provider (hcp) via a manufacturer representative. The date of the event was approximately (B)(6) 2017. The patient had decreased efficacy of pain relief starting about two months prior to the last pump replacement. Per physician, the pump was found at that time to be coiled in the pocket as the pump had been flipping. During replacement the catheter was noted to be twisted and kinked in the spinal incision. A dye study was done. The results could not be located in the computer documentation system. The catheter was replaced (B)(6) 2018 and was discarded. The issue was resolved. Patient status was alive - no injury. The pump was delivering fentanyl 100 mcg/ml; 4.81 mcg/ day post revision. The dose had been approximately 49.98 mcg/day on flex dose prior to the revision. Patient weight was asked but unknown. Patient medical history was lower back pain.